Event description:
The customer reported via phone call that they had a low blood glucose of 39 mg/dl last thursday. Customer stated that they misjudged what they ate. Customer did not want to troubleshoot the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.